Event description:
Sales rep. Reported that the device displayed eos status at follow-up. Follow-up testing was not possible and battery voltage was not available. Follow up records were sent in that indicated that the device had an error. The next day, the representative was instructed to reset the ICD, and the battery status changed from eos to eri, and the status returned to ok. Follow up testing was then possible, and the pacing and sensing characteristics were good. The battery voltage, however, was very low, measuring 4.63v and 4.58v. Explant and replacement was recommended within one or two weeks. Device was explanted and upgraded to a boston scientific crt device in 2007.